Manufacturer narrative:
Reference number: (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Bezoar is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2019, the patient had the entire duodopa system removed and a big bezoar was discovered, which was identified as the cause of the abdominal pain. The neurologist decided to remove everything because the tip of the tube was impacted and the duodenal tissue was very inflamed. There were also food remains in the area.